Event description:
It was reported that during the procedure, the device automatically turned on and alerted high energy. The procedure was canceled due to this event. There were no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.